Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe 20ml ll 120/pkg had damaged packaging. The following information was provided by the initial reporter, translated from (B)(6): "...we found two syringes with a damaged/melted plastic layer. I have included both syringes in the photo and circled the defect in red. Pending your response, we will keep the syringes and they may be available for examination.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-07. H6: investigation summary: samples and photos received for investigation. Upon visual inspection of the samples and pictures received it can be observed film from the unitary packaging is broken. There are two locations at the film where there are holes. Possible root cause is due to a touch between the syringe and a part of the secondary packaging machine. If the secondary packaging process is not correctly performed due to a misadjustment, an accidental touch may break the film of the unitary packaging. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. DHR from lot 2106128 have been reviewed not finding any deviation regarding the alleged defect.

Event description:
It was reported bd syringe 20ml ll 120/pkg had damaged packaging. The following information was provided by the initial reporter, translated from dutch:" we found two syringes with a damaged/melted plastic layer. I have included both syringes in the photo and circled the defect in red. Pending your response, we will keep the syringes and they may be available for examination.